Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the tube guide was broken on the roller pump. The piece of metal where it pins in was broken off. The device was not changed out, as the unit functions and were able to finish the case with the unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The customer is determining if they are sending the suspect unit in for repair.